Event description:
ICD code nonfamilial hypogammaglobinemia; solicited: (B)(6), (hhn) stated that she had problem with the pump last time she infused pt. She had to stop and start the infusion to get the remaining medication infused; pt did not miss a dose. No adverse event reported. Device available for return; unk lot/expiration. No further info known. Dose or amount: pump used to infuse gamunex c "10%": 25gm IV every 4 weeks. Reported to (B)(6) by health professional.